Manufacturer narrative:
(B)(4). The user had not configured the device for pre-connected pads.

Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the AED did not pass self diagnostic check.